Manufacturer narrative:
Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin broke and that as a result they were unable to charge the ins recharger and subsequently the ins. The patient stated that the ins died and that they have been "without anything for 3 days.' The patient noted that they were about to "go out of her skull." A new desktop charger was sent to the patient. No further complications were reported.

Manufacturer narrative:
(B)(4) now applies to the desktop charger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.